Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 54 mg/dl. Customer treated with orange juice it gets went to 44mg/dl. Customer declined to troubleshoot for low blood glucose value. The device will not be returned for analysis.